Event description:
A "no message" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced headaches, vomiting, a loss of consciousness, and was unable to self-treat. The customer had contact with healthcare professionals (hcps/firefighters) who obtained a reading of 70 mg/dl on an hcp meter and provided sugar water for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.